Event description:
It was reported that the right ventricular lead had an ineffective defibrillation shock during testing due to "an incorrect position of the distal coil." The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the defibrillator conductor was distorted, all conductors had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, the inner insulation was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing overlay had a non-electrical esc breach, the outer insulation was torn, and the outer insulation had a cosmetic depression. The analyst also noted that the interior svc defibrillator cable fracture due to overstress occured at 49.8 cm and the exposed coil continuity is complete. Performance data collected from the device was analyzed the data. Oversensing was noted as three ventricular non sustained tachycardia episodes at 210 ms occurred between (B)(6) 2012, 17:50:13 and (B)(6) 2012, 09:51:57. Two ventricular fibrillation episodes at <=190 ms average v-cycle occurred on (B)(6) 2010, 17:04:00 and (B)(6) 2012, 00:04:52.